Event description:
Revision surgery - the pt recently suffered a dislocation of their reverse shoulder prosthesis. The joint was reduced but was found to be unstable and a revision surgery was performed to implant a larger glenosphere to increase stability. The surgery was performed and adequate stability was obtained.

Manufacturer narrative:
The reason for this revision surgery was to remedy an unstable joint after dislocating, 7.2 years in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: one broken screw, one infection, one pain, one dissociation, one the trial was sticking, and one selection change. This is the first complaint for this lot number. The root cause for the instability and dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.